Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of first prime. Investigation of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle mechanism was not observed to have deployed early as the pod was received with the needle mechanism not deployed.